Event description:
Customer rec'd high free t3 results for a (B) (6) male pt over a one year time period. Pt's free t3 levels were always greater than reference range. The doctors had problems making a diagnosis. No treatment was implemented, only magnetic resonance was performed for add'l diagnosis as a consequence of the discrepant result. Free t3 results were as follows, all testing was performed on same analyzer: sample 1, (B) (6) 2008, 9.31 pg per ml. Sample 2, (B) (6) 2008, 8.85 pg per ml. Sample 3, (B) (6) 2008, 8.30 pg per ml. Sample 4, (B) (6) 2008, 6.30 pg per ml. Sample 5, (B) (6) 2008, 6.12 pg per ml. Sample 6, (B) (6) 2008, 5.89 pg per ml. Sample 7, (B) (6) 2008, 6.96 pg per ml. Samples from this pt were also tested in different labs with different methodologies which gave much lower results (specific values not provided). If add'l info is rec'd, appropriate notification will be provided.